Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser iq catheter was received for evaluation. The marker band was present. No anomalies noted to transducer handle or saline hub. Dry contrast was not noted on the distal portion of the catheter. The distal tip was noted to be separated but still attached to the inner guidewire lumen. The inner guidewire lumen was exposed at the distal end of the catheter. No functional testing due to the nature of the complaint. Therefore, the investigation is confirmed for the reported separation as the tip was noted to be separated but still attached to the inner guidewire lumen. A definitive root cause for the reported material separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via contralateral approach, the catheter was allegedly detached. It was further reported that the tip was still attached to the core wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via contralateral approach, the catheter was allegedly detached. It was further reported that the tip was still attached to the core wire. The procedure was completed using another device. There was no reported patient injury.